Event description:
Customer reported a hospitalization due to high blood glucose. Customer was not receiving adequate doses of insulin. Customer is pregnant, not due to insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.